Event description:
In 05/2005 the user facility reported that air was injected into the pt during an angiographic procedure seventeen days earlier. A physician at the user facility reported that there were no pt adverse effects noted. The user facility made no allegations of device malfunction.